Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It is alleged by the attorney through the filing of a legal claim, that the patient underwent surgery for a lapidus bunionectomy on (B)(6) 2017 where she was implanted with a left stryker mtp anchorage plate in her right foot. It is further alleged that on (B)(6) 2018, while walking in her cam boot, she felt and heard a crack in her foot and began to experience pain and swelling. X-rays revealed the plate stabilizing her first metatarsal had broken, which required revision surgery on (B)(6) 2018. They further allege the plate was broken through at the point of one of the screw holes.

Manufacturer narrative:
The reported event that plate anchorage mtp / version v1 long - left was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by not selecting the appropriate implant. Anchorage devices are anatomically shaped and the surgeon implanted a left plate on a right foot. This choice is not optimal to help bone growth. In this obese patient, failure to gain compression and apposition of host bone rather than with dead allograft interposed resulted in the nonunion described. Cyclic loading at the nonunion site, which was beneath an empty screw hole, resulted in the inevitable fatigue fracture at this level as confirmed by the material analysis report. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is acchieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws. Sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. Stryker offers labeling of best quality (op-tech, IFU) but stryker cannot grant that all users are skilled in the special field of podology and have read the labeling with diligence. In the case of an overloading or due to poor implantation technique implant failure may result. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It is alleged by the attorney through the filing of a legal claim, that the patient underwent surgery for a lapidus bunionectomy on (B)(6)2017 where she was implanted with a left stryker mtp anchorage plate in her right foot. It is further alleged that on (B)(6)2018 , while walking in her cam boot, she felt and heard a crack in her foot and began to experience pain and swelling. X-rays revealed the plate stabilizing her first metatarsal had broken, which required revision surgery on (B)(6)2018 . They further allege the plate was broken through at the point of one of the screw holes.